Event description:
Additional information received noted that the device was explanted on (B)(6) 2023. The patient condition was unknown.

Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardiac monitor exhibited premature battery depletion. No interventions were performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. As received, the device returned with no telemetry. Analysis performed from session record, indicated normal device functionality. The implant duration meets 75% of the projected longevity indicating normal battery depletion. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. No anomalies were found.